Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced actuator knob, front cover, rear case, barrel clamp, tube drive, wiper seal and lt/rt iui. Performed calibration. A review of the device history record for (B)(4) was performed from date of manufacture 4/4/2018 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had a broken plunger clamp. No patient involvement was reported.